Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 1.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported and the patient status was good post-procedure.